Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed in the esophagus on (B)(6) 2017. According to the complainant, during the procedure, when the balloon was pulled back into the endoscope, the black exit marker detached and remained in the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned complaint device found that the exit marker of the balloon was detached and the shaft was kinked. A functional analysis was performed and no abnormalities were noted. Based on the condition of the returned device, this failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed in the esophagus on (B)(6) 2017. According to the complainant, during the procedure, when the balloon was pulled back into the endoscope, the black exit marker detached and remained in the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.